Manufacturer narrative:
Reportable based on analysis of the returned specimen. A review of the device history records of the specimen device does not present any indication of manufacturing defect or anomaly that could have impacted on the event as reported. The history records indicate this product was final inspection tested and was determined to be acceptable. As received, the specimen consists of one each damaged safari2 275cm sml crv device; returned coiled, loose and double bagged within "zip-lock" style poly biohazard pouches. The specimen presents stretched and offset coil wraps in the preformed region and a fracture of the core wire. During analysis the coil wraps adjacent to the distal tip weld had to be stretched to expose both aspects of the core wire fracture. The core wire sustained a ductile, tensile overload 0.45mm from the distal tip weld mass. Although an exact cause for this incident cannot definitely be determined from the event as reported, the damage presented by the specimen appears consistent with attempting to pull the safari2 wire from the dispenser assembly by the distal tip without detaching the anti-migration device from the dispenser assembly. Based on the evidence presented by the sample and the information provided by the supporting documentation, clinical and/or procedural factors appear to have impacted on the event as reported.

Event description:
The pre-shape of distal tip was found to be broken when it was taken out from the pigtail.the event occurred during preparation outside of the patient.